Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The father of a customer reported via phone call of his child's low blood glucose of 29 mg/dl. Troubleshooting found that the customer was unconscious from the low blood glucose and emergency services were called to assist but the customer did not go to the hospital. Customer was treated with carbohydrates and brought the blood glucose to 300 mg/dl.